Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of both the ¿3 hour medium¿ protocol comprising 19 cassettes which started in retort a at 15:48pm on (B)(6) 2024 and completed successfully at 22:45pm on (B)(6) 2024; and the ¿5 hour large¿ protocol comprising 23 cassettes which started in retort b at 16:04pm on (B)(6) 2024 and completed successfully at 5:15am on 03 july 2024, f rom which sub-optimal tissue processing was reported by the complainant. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 12:33pm on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 12 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly ¿ never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ information was received from the assigned leica senior field application specialist ¿ core histology (fas) detailing: ¿the hydrometer reading was 80% which confirmed the presence of alcohol. Customer purchases ready-made 80% ethanol, and she believes the processor reagent bottle was mistakenly filled with 80% ethanol instead of xylene.¿ consequently, the reagent in bottle 12 (xylene) contained 80% ethanol was used as the final clearing step in the ¿3 hour medium¿ protocol started in retort a at 15:48pm on (B)(6) 2024 and were subsequently used for the second time after replacement in the ¿5 hour large¿ protocol started in retort b at 16:04pm on (B)(6) 2024. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final clearing step of a protocol is 95% the consequences of using xylene at a concentration less than the minimum required for the final clearing step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Based on this information, bottle 12 (xylene) would have contained 80% ethanol, which is not appropriate for use in the final clearing step of a protocol. No adverse consequence(s) to a patient(s) has been reported to the manufacturer. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 03 july 2024, the complainant contacted leica biosystems with the following information: ¿under processed tissue overnight run tissue did not process well, holes when sectioning¿. On 03 july 2024, the assigned leica senior field application specialist ¿ core histology (fas) visited the complainant¿s site to assess the operation and function of the instrument and documented the following: ¿070324sb: both retorts affected about 40 tissue affected, will be reprocessing shortly. No event codes prompted errors for both affected runs customer believes this may be a reagent mix up because there was a recent reagent change. Bottle 12 is of concern. Customer does not have a hydrometer. - the bottle in question was xylene bottle 12. This bottle had been changed by a tech on 7/2/2024 prior to running the two affected processing runs. Upon inspection of the bottle, the tech noticed it smelled like alcohol. [Name] put some of the bottle contents into water and it was miscible, indicating xylene was not the contents within the bottle. Customer does not have a hydrometer on hand, so she left the contents of the bottle for me to test with my hydrometer when I arrived on-site. The hydrometer reading was 80% which confirmed the presence of alcohol. Customer purchases ready-made 80% ethanol, and she believes the processor reagent bottle was mistakenly filled with 80% ethanol instead of xylene. ¿3 hour medium¿ protocol was started on (B)(6) 2024 at 15:48 and completed on (B)(6) 2024 at 22:45 and contained 19 cassettes. ¿5 hour large¿ protocol was started on (B)(6) 2024 at 16:04 and completed on (B)(6) 2024 at 5:15 and contained 21 cassettes. Protocol was paused at 16:38 and 2 cassettes were added making the total number of cassettes 23. - log review confirmed that bottle 12 had been changed on (B)(6) 2024 at 12:36. Log review indicated that bottle 12 was used in step #10 which was the last clearing step before the first wax step. Both the 3 and 5 hour protocols used bottle 12, wax 2, wax1 and wax3. The contents of bottle 12 was changed and filled with xylene. The three wax chambers that subsequently were used in the affected processing runs were also emptied and replaced with fresh paraffin. Specimens were reprocessed and all tissue was diagnosable. Specimens were suboptimal but diagnosed. Test tissues were ran using the "3 hour medium" and "5 hour large" protocols and all tissues were processed appropriately and were satisfactory to the pathologists. Called and spoke with customer on (B)(6) 2024 and verified that all processing runs after the test tissue protocols have been successful. Customer confirmed all runs are optimal and processor is working properly.¿ the fas documented that the affected patient tissue samples were derived from 2 (two): a ¿peloris user defined 3 hour protocol¿ comprising 19 cassettes, which started at 15:48pm and completed at 22:45pm on (B)(6) 2024; and a ¿peloris user defined 5 hour protocol¿ comprising 21 cassettes, which started at 16:04pm and completed at 05:15am on (B)(6) 2024. The type(s) and size(s) of the affected patient tissue samples were documented as ¿all tissue types¿ and ¿3 to 4 mm in greatest diameter¿, respectively. The tissue artefact was described as ¿mushy tissue that had a watery appearance¿ and the affected tissue samples were re-processed by ¿removed excess wax and reprocessed on same protocol.¿ on 06 july 2024, leica biosystems melbourne received information from the local leica fas that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.